Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead and early terminated episodes were identified. There were high thresholds on the ra lead also. Atrial arrhythmia in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.